Event description:
It was reported that a nutriflo bag was found to be leaking from the administration port. This was noticed after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. Visual inspection showed that the product was not in the original packaging, all parts were present, and the bag had been used. An underwater leak test was performed which showed a leak in the port tube seal. The reported condition was verified and the cause was due to a manufacturing issue with the tube port sealing machine. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.